Event description:
It was reported that during a pta treatment procedure, the smash balloon ruptured at an unknown pressure on the first inflation. The patient was asymptomatic during this event. The lesion being treated was in an iliac artery. The physician used a 7 fr terumo introducer sheath for vascular access, and a radiofocus guidewire to cross the lesion. The smash balloon was removed and replaced with another smash balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.